Event description:
It was reported that this lead exhibited loss of capture (loc). Representative was unable to reproduce. Boston scientific technical services (ts) discussed possible lead revision. Device was reprogrammed with capture confirmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).